Event description:
It was reported that after implant surgery, the patient was having difficulty coming out of anesthesia. Decompression was done the following day to remove blood from the patient's brain. Patient was intubated and has no movement on one side of their body. Patient remains hospitalized.